Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited noise upon manipulating the header. The physician suspected a hex screw issue. The patient was asymptomatic. No intervention was reported and the patient would be monitored.

Event description:
New information indicated the device was reprogrammed. No patient symptoms were reported.